Event description:
This procedure was performed in (B)(6). The customer states the closurefast catheter and radifocus guide wire was used. Patient¿s vessel was tortuous. The closurefast catheter was placed along with the guide wire, and the coating of guide wire was found to stick on the catheter. Procedure was converted to stripping. No patient harm. An investigation was performed on the returned closurefast catheter on (B)(6) 2015, and found that the accordion folding along guide wire tubing within the handle of the device supports the customer experienced resistance upon the attempted removal of the guide wire. Please reference MDR number 2183870-2015-00156 that is associated to this complaint.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).